Manufacturer narrative:
Analysis of the provided files did not permit to reveal any device anomalies. The reported behavior can be explained by a security maneuver performed by the device itself when it is exposed to a strong electrical field (in this case, the cardioversion). This kind of electrical charge can take a few hours to dissipate from the device can. Therefore, the device protects itself by breaking the connection between internal circuit and electrodes via a switch. Then, every 125ms, the device checks if interference is still here, and keeps the connection break if it is still present. This behavior can create artefacts on the egm interpreted as a sensing with a 125ms coupling interval. When the charge dissipates, the normal behavior comes back (explaining in this case why the device was seen as working perfectly). No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 10-december-2025, a few minutes after an electrical cardioversion, the device (eno dr 250cr534) did not respond during the sensing test and did not stimulate. One hour later, the device was working perfectly again.

Event description:
Reportedly, on (B)(6) 2025, a few minutes after an electrical cardioversion, the device (eno dr (B)(6) did not respond during the sensing test and did not stimulate. One hour later, the device was working perfectly again.

Manufacturer narrative:
Analysis of the provided files is still ongoing, results will be provided on the next report.